Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump removed due to a cylinder micro puncture and pump malfunction. New inflatable penile prosthesis cylinders and pump were implanted. Following the surgery the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the hole resulting in fluid leak and pump mechanical issue was not confirmed. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp cylinder was visually inspected, leak tested and examined using a microscope. The cylinder had wear at a fold in the proximal cylinder body. There was a leak in the distal cylinder body from a hole through the front tip. This hole was the result of a sharp instrument damage which probably occurred during the explant surgery. The cylinder was not pressure test due to leak that was identified. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions for the device. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the investigation conclusion code of cause not established was chosen because cylinder was identified to be damaged as sharp instrument damage was identified and it will be considered a secondary failure. Therefore, the most probable cause could not be confirmed.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump removed due to a cylinder micro puncture and pump malfunction. New inflatable penile prosthesis cylinders and pump were implanted. Following the surgery the event resolved.